Event description:
It was reported that on (B)(6) 2022, a suture package was looked at but not used on the patient. The use-by date is more than 5 years ahead and this should not be allowed and the code number, is printed with a small sized font and is therefore barely visible. The code on other suture boxes is clearly marked with large, bolded font. There were no patients involved.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how was the product purchased? The product was ordered as a sample directly from edc by the wc marketing manager (that is me). Is there an indication of how the product was distributed? See above is there any indication of the source? Yes, edc. Based on the packaging, is there any indication of which market the original genuine product may have come from? Yes, ethicon plant in germany. Was the device used on a patient? If so, was there any patient consequence? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary ==> a visual analysis of the received image was performed and one box with the product code were observed j316h from ethicon inc. For evaluation. In addition, the barcode qr was readable with the scanner with correct information to the lot number. Manufacturing date: (B)(6) 2022, expiration date: 09.30.2027. It was observed that the packaging and the samples observed in the images were in accordance with the specifications of the process and the products were manufactured by ethicon, the counterfeit could not be confirmed. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 7/19/2022 h6 component code: g07002: device problem not found this report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: one sealed box with thirty-six packets of product code j316h, lot sdbchtz0 was returned for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned box revealed that the artwork prints on it was correct with ethicon systems. Also, thirteen packets were opened and the samples contains a winding former of product code j316 with one needle/suture combination each that belong to a vicryl suture. In addition, the barcode qr was readable with the scanner with result (B)(4), correct information to the lot number. Manufacturing date: 04.13.2022, expiration date: 09.30.2027. The life cycle for vicryl product is five years according to specification. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.